Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened and creased esc and act buttons dome switch. The rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests were all unable to be performed due to unresponsive buttons. The motor error alarm was unable to be verified as a result of the keypad anomaly. The motor was able to pass the motor test. The device had minor scratches on the lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call motor error alarm on the insulin pump during basal delivery. Troubleshooting for the motor error on the insulin pump was performed. Customer was able to complete rewind and prime process. Customer advised the insulin pump is no longer stuck. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.